Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call. The pump tubing and fittings were inspected. The sample and reagent probe assemblies were inspected, tested and calibrated. The reagent compartment rack was adjusted. The wash station and dispenses were checked. The luminometer, acid and bases sensors were inspected and cleaned. The cse ran 30 replicates of negative sample and quality control (qc) and found no system issues that may have attributed to the discordant troponin result. The customer had spun the sample for 5 minutes at 5141 rpm prior to troponin testing. Pre-analytical factors cannot be ruled out as the test sample was not being centrifuge per the sample tube manufacturer recommendation. Pre-analytic variables can affect the quality of the sample, and deviations from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false positive troponin result, we cannot rule out pre-analytic factors leading to fibrin interference as the causative agent. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained on a patient sample, and considered discordant compared to a repeat negative troponin test result. The customer performed repeat troponin testing on an alternate advia centaur cp system and the results were negative. A negative troponin test result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra result.